Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed. There was no reported impact to blood glucose. As the pump supplies were changed, tandem technical support could not determine possible cause of the occlusions.